Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient had a transient ischemic attack (tia)/thromboembolic event following a pipeline procedure. Angiographic results post procedure were said to be good. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured aneurysm. The patient's vessel tortuosity was normal. Dual antiplatelet treatment was administered. Ancillary devices include a rist 7fr sheath, sofia 5fr guide catheter, and xt-27 microcatheter.